Event description:
Patient rec'd air embolus located in the right ventricle following CT procedure with contrast infusion. After the procedure, pt was being transferred to the stretcher and complained of chest pains. After reading the films the radiologist found air in the right ventricle of the heart. They put a swann-ganz catheter into pt's clavicle artery and removed the emboli. Patient was observed over night and released the next day.

Manufacturer narrative:
Hospital checked injector and stated the injector was alright and risk mgmt was informed this was operator error.